Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that remote check showed consistent increased atrial lead impedance over several months. In-clinic check showed out of range pacing lead impedance and decreased sensing. Capture threshold had increased but was still within range. The atrial lead was capped and replaced. The patient was asymptomatic due to the impedance issue and was in stable condition prior, during and post procedure.